Event description:
New information received indicates that the undersensing was observed when the patient presented to the clinic for a scheduled follow up.

Manufacturer narrative:
The reported event of under sensing of intrinsic p-waves was not confirmed. Final analysis found that as received, a complete lead was returned in one-piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient right atrial (ra) lead was found to have exhibited undersensing. The ra lead was explanted and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
Further information was requested but not received.